Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was high at the time of incident. The customer stated that they found that the cannula was bent. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.